Event description:
A dreamstation 2 device was returned to a third-party service center in reference to a complaint of service required. During the initial evaluation of the device, the third-party service center visually inspected the unit and found the pca had thermal damage. There was no allegation of patient harm or injury. The device is being returned to the philips investigation lab for further evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a dreamstation 2 device was returned to a third-party service center in reference to a complaint of service required. During the initial evaluation of the device, the third-party service center visually inspected the unit and found the pca had thermal damage. There was no allegation of patient harm or injury. The manufacturer received new and relevant information on 03/30/2026: the ds2adv auto CPAP was forwarded to pil (product investigation laboratory) for investigation. During the investigation, pil used good known power supply and ac power cord with the ds2adv auto CPAP device, and it powered on. Pil initiated therapy and airflow was verified. The heater plate and a pil supplied known good, heated tube were getting warm and were working too. They also performed a final test using service & diagnostics test software (etf 3100924 v1.6.0) and using a digital manometer and a flow meter. However, the device failed the flow sensor verification portions of the test. Pil conducted both external and internal inspections of the device and observed the following: center enclosure had unknown brown dust-like contamination on the rim. There was oxidation discoloring on some of the trace pads and vias of the pca (printed circuit assembly) which is an anticipated occurrence. Also found dust-like contamination on the blower motor and inside of it. Potential mineral deposit stains on the blower motor and in it. White and black dust-like contamination and tiny hairs/fibers in the blower box. Additionally, the service engineer identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. Lastly, the pil was not unable to address the symptoms outlined in the complaint. Lastly, the device was scrapped by pil. In this report box g and box h has been updated/ corrected. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.